Event description:
The user facility reported the sq240's variable intensity controller (vic) started smoking during a patient procedure. An employee in the room turned off power to the vic and removed all fuses. The patient procedure was completed and the patient did not require to be transferred to another location. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility, inspected the vic and determined the failure most likely occurred due to an over current condition evidenced by areas of charring and burns. The technician replaced the damaged dual unregulated vic board, tested the unit, and returned the unit to service. Steris is not under contract to perform preventative maintenance for this unit. For systems under preventative maintenance contracts with steris, the wall control components are inspected twice annually as part of the service agreement. Wall controls require routine preventive maintenance inspections to ensure proper operation of the wall control circuit breakers, fuse holders, connectors and wires and to detect any component degradation or loose connections. As noted above, steris was not under contract to perform preventive maintenance at this site. For systems under preventive maintenance contracts with steris, the wall control components, including the tightness of wires and terminals are inspected twice annually as part of the service agreement. This light system was 17 years old at the time of this event. The smoke observed by the user facility in this event was the vaporized contents of the electrolyte used in the capacitors located on the power control board located in the wall control. As a design feature, when a capacitor fails due to overheating caused by excess current, the pressure relief vent at the top of the capacitor opens to allow the capacitor to exhaust, emitting a plume of smoke which lasts a short time and stops. This vapor is short-lived and is not harmful. The wall control for the light system is located outside the area that is considered an oxygen rich environment. The wall control is mounted on the wall away from the operative site and is positioned at least five (5) feet above the finished floor surface to comply with nfpa 99 and local code requirements for use in areas where flammable anesthetics may be in use. The outer cover of the control box is made of a 94-v0 polymer material which does not support combustion and is a standard polymer material commonly used for medically-rated equipment. As a result of these design features, a capacitor or other component failure in the wall control box does not present a fire hazard. The expected useful life of the system is 7 years under normal conditions of use, assuming that preventive maintenance is performed as specified in the device's maintenance manual. The manual for these systems notes that the preventive maintenance frequency is a minimum and should be increased with increased light usage. The system subject of this report was outside of the expected useful life for the device. Due to the age of these light systems and the discontinuation of production, some critical replacement parts are obsolete and no longer available. The phase-out and subsequent changeover of sq-240 to harmony lighting systems began in 2002, with final shipments in the first quarter of 2006. Minimal orders were placed between 2002 and 2006 for sq-240 due to the introduction of the new lighting technologies. Steris has provided notification to our customers of the obsolescence of the sq-240 system and is proactively discussing advancements in lighting technologies (i.e. Energy efficient systems) now available to customers.